Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there was component separation. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: the extension sets with one blue end and one clear end are failing significantly we first noticed the issue today. 3 out of 4 failed. One literally fell apart in my hand when I was trying to unscrew the cap single handed. The tube literally fell off below the hub. Male hub component, was bent and would not insert into the lure lock.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary no product or photo was returned by the customer. The customer complaints of separation, connection issues, and bent component could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5301-c lot number 22109330 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 18oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.